Manufacturer narrative:
No parts have been received by the manufacturer for evaluation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used for a cranial resection procedure. It was reported that during pre-operation in an optical case, navigation would not work. The navigation system would not track any instruments during registration. Troubleshooting included changing spheres and checking the camera position without resolution. Imaging and navigation were aborted, but the procedure was not. The issue resulted in less than one hour procedure delay. There was no reported impacted on the patient. No further information was provided.

Manufacturer narrative:
Additional information: patient demographics provided. A medtronic representative went to the site to test the equipment. Testing revealed that the reported issue could not be replicated and the navigation system operated as designed. The system then passed the system checkout and was found to be fully functional. A software analysis was initiated. However, the software evaluation found that a probable cause was unable to be determined. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that the site opted to continue the procedure with ultrasound. Additionally, the system has been used in procedures since the event date without replication.